Manufacturer narrative:
This report is submitted on 10 july 2020.

Event description:
Per the clinic, the patient was placed under general anaesthesia to undergo an abutment removal on (B)(6) 2020. The implant device remains.